Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel. Additional gore excluder aaa devices implanted on the right side and related to this event:

Event description:
In 2009, the pt was implanted with five gore excluder aaa endoprostheses to treat aneurysmal disease of the aorta and bilateral iliac artery aneurysms. The following day, a reintervention occurred to treat right limb occlusion due to narrowing of the proximal right external iliac. A femoral-to-femoral bypass was performed. The pt tolerated the procedure.